Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed. Correspondence reports that one of the patient included in this study fell. This might be a concurring cause of the reported event, however, it is not clear if the patient that underwent the fall is the patient related to this complaint or another complaint related to this study. Therefore, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). A2. Age of patient: range of 50-96 years. B3: from 2016/01/01 to 2021/12/31. D6b. Explant date: from 2016/01/01 to 2021/12/31. D10. Unknown lag screw. Unknown nail. G2. Report source: literature:" vahabi a, dastan ae, kilicli b, aljasim o, gunay h, ozkayin n, aktuglu k. 2024. Comparative analysis of radio-logical outcomes among cephalomedullary nails: helical, screw and winged screw. Pages 1-16. Http://doi.org/10.7717/peerj.18020." The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
On 13feb2025, a journal article was retrieved from peerj 2024 that reported a study from turkey. The purpose of the study was to compare the radiological outcomes and mechanical complications of femoral trochanteric fractures treated with three different cmns; zimmer biomet and 2 competitor products. Please note within the article the naming of zimmer biomet product is not consistent and is reported as the following: group ii, group 2, group b, screw, or screw-type blade. The study retrospectively reviewed 158 cases of closed intertrochanteric fractures treated between january 2016-december 2021, 53 of which received the znn cephalomedullary nails system. The znn study population had a mean age of 74.1 years at time of surgery and range of 50-96; with 20 males/33 females. Follow-up was conducted with a mean length of follow-up for 12.7 months. It was reported in a journal article that one patient with otherwise unspecified implant failure underwent a revision osteosynthesis and grafting with open reduction, surgeon assumes that the failure can be attributed to delayed union. Diligence is completed and no further information on the reported event has been provided.